Event description:
The reason for explant six months postoperatively remains unk. The valve will be returned for analysis once pathology testing is complete. The valve was replaced with another 31 mm sjm valve.